Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has had three lead replacements in three years. The leads were all broken and fractured. The patient was contacted by their hospital stating that the third lead was damaged. The patient has not been doing any activities that may have caused this. No further complications were reported or anticipated.